Event description:
It was reported that the ilet pump screen was cracked and the device became unusable, with the patient unable to operate the pump. No alerts or alarms were reported, and blood glucose was not affected. Symptoms included no injury. Outcomes included no clinical impact and continued use of cgm via dexcom g7 while awaiting replacement. Investigation included review of the complaint details and coordination of device replacement with instructions to shut down the device and return it, with a shipping label provided. Investigation of this case revealed physical damage to the display component and loss of usability without effect on therapy data stored externally. It was concluded that the event was attributable to physical damage to the device screen, and a replacement device was arranged; the patient was informed that data would not transfer and that startup on the replacement would be required.